Event description:
It was later reported that the device was explanted and replaced.

Event description:
It was reported that the device battery longevity was not as long as projected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6947-65 lead, implanted (B)(6) 2011; 5867-3m adaptor, implanted (B)(6) 2011; 4195-88 lead, implanted (B)(6) 2011. (B)(4).